Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle there was no insulin flows when taking injection. The following information was provided by the initial reporter: from phone call on (B)(6)2022 11:55:56: returned consumers call. Consumer stated, no insulin flows when taking injection. Stated, he notices the non patient end is bent after attempting injection. Provided lot and catalog number that has been added to pir catalog: 320550. Samples: no cl. Hi. The needles that I use always get bent more than a few a box. As a diabetic medical supplies become costly. The needles on the outside bends at times too.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
No physical samples were received; the investigation was performed based on the image(s) provided. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event. The reported issue was observed. Based on trend analysis, no further action is required at this time. The root cause of the needle bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future, the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle there was no insulin flows when taking injection. The following information was provided by the initial reporter: from phone call on (B)(6) 2022 11:55:56: returned consumers call. Consumer stated, no insulin flows when taking injection. Stated, he notices the non patient end is bent after attempting injection. Provided lot and catalog number that has been added to pir catalog: 320550. Samples: no cl. Hi. The needles that I use always get bent more than a few a box. As a diabetic medical supplies become costly. The needles on the outside bends at times too. Please see pictures